Event description:
It was reported that the vns patient had been experiencing an increase in seizures which was believed to be due to an issue with the patient¿s device. The patient¿s device was last tested six months ago when the device showed normal device function. The patient previously was able to perceive stimulation on-times but was no longer able to perceive normal mode stimulation. The patient was able to feel magnet mode stimulation from the device. It was noted that the patient had an ultrasound performed where pressure was applied onto the generator site. The patient¿s caregiver believed the device issues began following the ultrasound. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient's seizures were non-epileptic and were psychogenic. The patient had a terrible urinary tract infection and was not taking medications. There were no medication changes or external factors that would have caused or contributed to the increase in seizures. The physician increased device output current to 2.5ma. The physician has not heard from the patient since increasing device output current.